Manufacturer narrative:
(B)(4). The device was not returned for evaluation, therefore the reported problem could not be confirmed and the root cause could not be determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. (B)(4).

Event description:
A customer reported that the connecting system was detached apart from the bag in the accusol product before use. There was no reported patient injury or medical intervention.